Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced otorrhea and a cholesteatoma. The recipient's device was explanted during surgery to address the cholesteatoma. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's issues are not believed to be device related.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut electrode wires in the small tubing. This is believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut electrode wires in the small tubing. This is believed to have occurred during revision surgery. System lock was verified. Impedance values were out of range. This is due to the electrode condition. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The devices passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.